Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode, indicating the device was providing limited therapy and was non-programmable. No adverse patient effects were reported. The patient was hospitalized for immediate device replacement; however, the procedure was subsequently rescheduled and was performed 10 days later. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode, indicating the device was providing limited therapy and was non-programmable. No additional adverse patient effects were reported. The patient was hospitalized for immediate device replacement; however, the procedure was subsequently rescheduled and was performed 10 days later.